Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-00669. It was reported that the patient experienced a csf leak during the trial procedure on (B)(6) 2021. The patient reported having headache. A blood patch was performed to address the csf leak. The patient was encouraged to take increased fluids and drink caffeine. Reportedly, the headache has been resolved now.